Event description:
During a vats lobectomy, dr. (B)(6) clamped the device on the pulmonary artery, and bleeding was observed at the end of the deployment. He opened the jaws and removed the device. Dr. (B)(6) immediately proceeded to control the bleeding. The procedure was converted from a vats to an open. Dr. (B)(6) was able to control the bleeding. The pt postoperative recovery was unremarkable.

Manufacturer narrative:
Device investigation and conclusion: the cartridge and tool investigation revealed the cartridge boss material was skived. This can potentially happen when the cartridge is improperly loaded into the device. Cardica has implemented add'l nurse training at the site. In addition a process step to reduce the potential for improper loading of the cartridge is being implemented. Add'l model# 025310-02. Add'l lot# 140408c.